Manufacturer narrative:
Based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis results found that the device was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use".

Event description:
It was reported that during the tonsillectomy procedure, the device would not cut and would not coagulate. Another device was used to complete the case with no pt consequence.